Manufacturer narrative:
The device was not returned for evaluation. The patient reported that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 28 mmol/l (504 mg/l) and vomiting, while wearing the pod on the back between 4 and 24 hours. The patient tried correcting the levels at home using the pod to deliver bolus but it was unsuccessfully. It was noticed that the adhesive was loose and the cannula had dislodged from the infusion site. At the hospital, the patient was placed on an intravenous (IV) therapy of fluids, omeprazole to settle her stomach and anti-nausea medication (name unspecified).